Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu1931 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted at facility using 3cg technology successfully. Sherlock was used to track the PICC in a downwards direction; max p wave was achieved for confirmation of PICC tip. Chest x-ray performed post procedure showed that the PICC terminated in the azygos vein.